Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he received a button error and took the battery out and received failed battery test. The customer stated that he can press escape and the status is failed battery test. The customer will call back if the alarm recurs.